Event description:
The complainant reported an automated impella controller (aic) console failed to display optical signals. There was no patient harm reported. While investigating the console, a yellow controller alarm was also observed.

Manufacturer narrative:
The investigation for the reported "aic - controller error (yellow alarm)" has been completed. The product was returned, and the reported observation was confirmed the failure mode of ps not reliable was reproduced with test pump and pc. Receptacle and optical fibers interconnections were inspected but no abnormality was found, 5s parameters are within specification. Optical bench was temporarily replaced with a known-good one for troubleshooting, which resolved the ps alarm. Console ic3418 was confirmed for placement signal not reliable alarm due to defective optical bench. The exact root cause of optical bench malfunction was not determined. This report is being filed as part of a retrospective review of historical records.